Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the shell and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and observed non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Non- penetrating nicks additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.